Event description:
A pt reported experiencing inaccurate low, erratic results with a lifescan meter. The pt's blood glucose results were "160mg/dl" on their meter and "220 mg/dl" on the lab test. Tests were done within 10 minutes with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.